Event description:
It was reported by the surgery center that during routine cataract surgery with intraocular lens implant, the doctor noticed the patient needed a vitrectomy. Cause of the event was not determined. Surgery was subsequently completed without further complication.

Manufacturer narrative:
The device was not received for analysis. Cause of this event is undeterminable at this time. Prior to release, the lens met all manufacturing specifications. Will continue to monitor and trend all reports received.

Manufacturer narrative:
The device was received and inspected under illuminated 10x magnification. The returned lens displays one distorted haptic. Lens met all manufacturing specifications prior to release. In follow-up the reporter stated the patient's vitrectomy was performed prior to insertion of the intraocular lens. The results of our inspection suggest this event is not manufacturing related. We will continue to monitor and trend all reports.

Event description:
It was reported coupling and or communication issues. It was noted within the first 5 recharge sessions there was no problem (8 bars) then the last recharge session the pt could not get any coupling bars. The telemetry worked well with all 3 devices. It was indicated company rep was to do a fluoro even though he stated pocket was tight and telemetry was fine. Interrogation codes showed 0 coupling on all sessions. The current voltage was 3.79. On (B)(6) 2010 coupling was 0 bars and voltage was 3.80. A physician mode recharge, antenna locator, 2nd implantable neuro stimulator recharger (insr), reprogramming, and pressing down on insr head were performed. It was later reported implantable neuro stimulator (ins) was flipped and confirmed. It was noted physician manually flipped ins back. All 8 coupling bars were darkened in. At the time of this report, no further info was reported. Additional info was requested and will be provided when available.